Manufacturer narrative:
(B)(4). Date sent: 5/31/2026. D4: batch #unk. Correction: d1, d2b. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No consequences reported. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Final part was completed with manual suture.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2026. D4: batch #628d56. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and without a reload loaded. Also, an ecr45g reload (b) was received along with the device. The reload was received unfired and no apparent damage. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with the returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. Cartridge installation issue reported is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The event described of would not fire could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Also, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 628d56, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler was used three times without issue but later it was not possible to fit the reload into the cartridge housing anymore. They had to manual suture the final part. There was no patient consequence nor surgical delay reported. No additional information provided.